Manufacturer narrative:
Date received by manufacturer: 04oct2019. Date of report: 07oct2019. The customer received credit for their part. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported unit would not power off. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.